Event description:
Customer reported the system was displaying low ma error messages. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors and performed a filament calibration. System operates as intended.